Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient experienced post operative pain. It was stated that the patient had bowel issues with bowel blocking up and a lot of constipation despite plenty of fluid and fiber intake. The patient developed severe gluten intolerance, numbness. It was also stated that the pain varies from stabbing, sharp, dull, forceful like a punch, electric shocked, a deep throbbing ache in and around the hernia repair.